Event description:
A report was received that the patient had inadequate pain relief due to high impedances. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Sc-2218-50. Sn: (B)(4). Device evaluation indicated that the complaints of high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
A report was received that the patient had inadequate pain relief due to high impedances. The patient underwent a lead replacement procedure.